Manufacturer narrative:
The investigation was completed on (B)(6) 2023. A picture was received for evaluation following biosense webster's procedures. According to the pictures provided by the customer, no impedance was observed on the generator screen nor the carto 3 screen. The customer complaint was confirmed based on the picture received. The catheter was returned for evaluation. Biosense webster (bwi) conducted a visual inspection, temperature, and impedance testing of the returned device. Visual analysis of the returned device revealed a hole on the pebax, reddish-brown material inside, and internal parts exposed; however, the hole could be related to the handling but, it cannot be conclusively determined. Temperature and impedance testing were performed, in accordance with bwi procedures. No impedance values were observed in electrode# 1 (dome). As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. To minimize any impedance issues, the following guidelines should be followed. Apparent low power output, high impedance reading, or failure of the equipment to function correctly at normal settings may indicate faulty application of the indifferent electrode(s) or failure of an electrical lead. Do not increase power before checking for obvious defects or misapplication of the indifferent electrode or other electrical leads. Explanation of codes: investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of a ¿hole on the pebax, reddish-brown material inside, and internal parts exposed¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer reported ¿no impedance¿ issue. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax and internal parts exposed. Initially no impedance was reported. During the procedure, there was no impedance value reading from the device. A second device was used to complete the procedure. There was no adverse event reported on patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023, observed a hole on the pebax, reddish-brown material inside, and internal parts exposed. This event was originally considered non-reportable, however, bwi became aware of a hole on the pebax and internal parts exposed on (B)(6) 2023 and have assessed this returned condition as reportable.